Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to flattened up and down arrow buttons dome switch. No cosmetic damage noted.

Event description:
It was reported by the customer that the up arrow on the keypad of the insulin pump are not working.customer's blood glucose level at the time 143mg/dl. Advised insulin pump would be replaced. No additional information is provided.